Event description:
Customer reported the hold/suspend button is missing from the alarm. The issue was discovered during setup, but the date is unknown. No patient incident or injury reported.

Manufacturer narrative:
Pt sex: na. Results: evaluation of the returned product confirmed the report issue and revealed that the unit hold button has been torn off and is missing, as a result unable to test the hold function. The unit powers up, however the pre-recorded voice message does not play instead there is a clicking sound. The custom recording plays as it should. The unit battery springs are bent. (B)(4).